Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for degen disc disease/herniated disc pain and non-malignant pain. The manufacturer's technical services specialist (tss) suspects overdischarge. Caller stated that since 'a little before 2020' the ins has been dead and not communicating. Tss reviewed recovering ins via prm or having the doctor fill out the MRI eligibility form. Caller reported patient stopped using the therapy and charging during covid 2020 and hasn't maintained the ins. Pt said this is probably the 3 overdischarge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.